Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional graftmaster device is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a perforation in the right coronary artery. A 4.8 x 16 mm and a 4.5 x 16 mm graftmaster covered stent were implanted (the first stent was deployed at 12 atmospheres). However, both covered stents failed to seal the perforation and the patient was sent for surgery. No additional information was provided.

Event description:
Subsequent to the initial report, additional information was provided. The patient was discharged after surgery. No additional information was provided.

Manufacturer narrative:
Patient codes: device codes: internal file number - (B)(4). Patient weight - 73.8 kg correction reg# the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.